Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zhou et al 2021 - case report fully-covered metal stent for the treatment of post-percutaneous transhepatic biliary drainage (ptbd) obstruction due to a blood clot in the common bile duct: a case report. A 75-year-old man was admitted because of abdominal pain and jaundice. He denied any consumption of alcohol. No biochemical or clinical sign of coagulopathy or primary liver disease was observed. The patient was highly suspected of malignant stenosis. After the patient was admitted, some medicines as hepatoprotective drugs and best care were provided to the patient routinely. Ptbd was performed to relieve the jaundice for the next operation. Haemobilia occurred immediately after ptbd was performed for relieving jaundice. The patient after ptbd had drainage of about 60 ml of bleeding bile. The blood test showed a decrease in red blood count and hemoglobin content. The bleeding sites were detected by super selective hepatic arteriography . The results showed that the bleeding was caused by a hepatic arterio-biliary fistula. A steel ring and medical tissue adhesive were used for embolization. Ercp was performed after an increase in the total bilirubin level. The result showed the obstruction of the end of the cbd, the dilatation of the intrahepatic bile duct, and a large number of irregular filling defects in the bile duct . The papilla was incised, and a fully-covered sems (10 mm diameter, 6 cm long; cook medical llc, bloomington, u.s.a.) Was inserted into the cbd. The distant end of the stent was outside the papilla. After the csems was placed, a balloon and a basket were used to clear a large amount of brown floc. The bile flowed out smoothly. One week later, the patient had recovered after the treatment using repeated ercp. All the blood clot remains were fully extracted. Five months later, he was performed whipple procedure successfully and the pathology shows adenocarcinoma (cholangicarcinoma). Conclusions: the complications related to post-ptbd obstruction, which was caused by a blood clot in the cbd, might lead to serious health issues or even death. The blood clot could be diagnosed according to laboratory and clinical data, particularly imaging. Digital subtraction angiography (dsa) and ercp were necessary and effective for the patient in the present case. Successfully placement of a fully-covered stent could relieve jaundice. The residual thrombus was easily extracted through the stent. This was important for the preparation of the coming procedure. This complaint was opened to capture the off-label use of the stent. Stent used for treatment of post-percutaneous transhepatic biliary drainage (ptbd) caused by a blood clot in the common bile duct. These devices are indicated for palliative treatment of malignant neoplasms in the biliary tree.

Manufacturer narrative:
Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation of evo-fc-10-11-4-b could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown instructions for use and/label : the instructions for use, ifu0062 which accompanies this device, instructs that the intended use of this device is used in palliation of malignant neoplasms in the biliary tree. There is evidence to suggest that the customer did not follow the instructions for use. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the available information it is known that the stent was used for treatment of post-percutaneous transhepatic biliary drainage (ptbd) caused by a blood clot in the common bile duct. These devices are indicated for palliative treatment of malignant neoplasms in the biliary tree. Confirmation of complaint : complaint is confirmed based on customer and/or rep testimony. Summary of investigation: this complaint was opened to capture the off-label use of the stent confirmed quantity of 1 device, confirmed used. According to the initial report, a whipple procedure was performed on the patient 5 months later and the pathology showed adenocarcinoma (cholangicarcinoma). Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the available information it is known that the stent was used for treatment of post-percutaneous transhepatic biliary drainage (ptbd) caused by a blood clot in the common bile duct. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.